Event description:
Patient received from the catheterization laboratory with iabp that said low battery message. Iabp was hooked up to wall electricity and worked well for 10 minutes. Then the iabp quickly shut down completely, saying cpu /circuit malfunction. Plugged into another electrical outlet and it restarted and worked for a minute or so and then shut down again, saying same malfunction. Another balloon pump was gotten quickly (the catheterization laboratory rn was kind enough to rush one up to us). The pump was down for approximately 6 minutes total. Patient equipment also brought up a new one in about 10 minutes. The malfunctioning iabp was given to patient equipment person with a description of what happened.